Event description:
The following information was reported: pseudoaneurysm formed two days post procedure. The pseudoaneurysm was resolved with thrombin injection. It is unknown if the patient's hospitalization was mynx related. Procedure type: diagnostic angiogram common femoral vessel size: 5-7 mm sheath size: 6f stick location: femoral head.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1508601) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).